Event description:
Event description cpi received information that interrogation of the implantable cardioverter defibrillator (ICD) revealed the presence of fault codes av08 and av09. The decision was made to deactivate the device. The patient expired the following morning and interrogation then revealed a fault code av 07 and indicated the device was at eol.